Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during maintenance, the visera 4k uhd camera control unit exhibited communication error e-230 on the touch display. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated and the e230 error was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: minor scratches on the top cover, chassis, and front panel; minor sound coming from the main switch; corrosion on the rear panel, socket, and chassis; and corrosion on the output connector, making it difficult to connect. Based on the results of the investigation, e-230 communication error occurred due to a faulty u board. After replacing the u board, the image was okay. The root cause of the defective u board could not be identified. Olympus will continue to monitor field performance for this device.